Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that he was kicked in his back several times and the implant had moved over to the right. Prior to that it was above his buttocks under the last rib bone on the back and now it was past the incision and down the side of his back. The patient had been to his healthcare provider and hospital who told him the leads were connected and working and the patient stated it was a wonder the incision did not split open. The patient noted that if he leaned or laid back at a certain angle it vibrated down to his feet but if it was turned down lower he started to feel pain and this started when the manufacturer representative was programming. The patient mentioned that recharging was difficult as it was hard to find where the bars come up and the implant was on the curve of his back at an angle. The patient stated the representative had a hard time finding it and when he was charging the night before he thought he had to push against it to get the dark bars and it hurt. The patient had poor coupling and got four coupling bars and while recharging the temperature thing came up like it was getting too hot. The patient thought that it did not have enough air and it was like it was stuck to his skin and that was why it got too hot. The indication for use was non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.